Event description:
It was reported that the company representative's handheld will not hold a charge. A hard reset did not correct the issue. No patients were affected by this. A new programming system was provided to the company representative and the handheld and flashcard were returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2013. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that some of the sync cable connector leads were damaged and that the solder connections between the sync cable connector leads and the pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.